Event description:
It was reported that the patient was experiencing discomfort in the original implantable pulse generator (ipg) pocket. The patient underwent implantable pulse generator (ipg) repositioning procedure. Patient is well postoperatively.